Event description:
Philips received a complaint on the defibrillator indicating that the battery is malfunctioning during the test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city:(B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The remote service engineer evaluated the device remotely. It was determined that due to a damaged battery, device displayed an incorrect battery test error. Hence rse recommended the replacement of the battery to resolve the issue.

Manufacturer narrative:
This is to update the new information: battery was changed and the device was operational.